Event description:
It was reported that during a follow-up check; the physician found the device in vvi backup mode. A firmware download was performed, and the device was restored to normal operation. The patient was in stable condition with no adverse health consequences.